Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/this tip was found embedded in and possibly coming through the tube'), device breakage ('other (list): breakage of essure'), embedded device ('tip broken off and embedded in fallopian tube/tip was found embedded in and possibly coming through the tube') and pelvic pain ('pain/ pelvic pain') in a female patient who had essure inserted for female sterilization. The patient's medical history included depression, gluten intolerance and hernia repair. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cramp in lower abdomen and irritable bowel syndrome. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of bilateral essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device and pelvic pain outcome was unknown. The reporter considered device breakage, embedded device, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: essure placed without incidence except for the noted original difficulty with placing the left sided device; pain used to be more left sided but in the past 5 years or more it seems more of a general tenderness in the whole pelvis, always rubbing low abdomen and particularly the left side. Insertion procedure: procedure: the patient's left tubal ostia was cannula with the essure first. The device was deployed; however too many coils were left in the endometrial cavity and this device was removed. The patient's right tubal ostia was then cannula, the device was deployed and better positioned. A third essure device was then used to cannulate the patient's left tubal ostia a second time and this time good placement was obtained. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: uterus unremarkable without demonstrating any significant fibroid lesions this time. Small amount fluid in the cul-de-sac may reflect recent ovulation. Cyst in the right ovary questionable mural nodule repeat examination suggesting in 4 to 6 weeks determine if the structure persists. Hypoechoic structure left ovary which may represent a recently ovulated follicle clinical correlation suggested. Concerning the injuries reported in his case, the following one was confirmed in patient's medical records : pelvic pain, embedded device, breakage and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/this tip was found embedded in and possibly coming through the tube'), device breakage ('other (list): breakage of essure'), embedded device ('tip broken off and embedded in fallopian tube/tip was found embedded in and possibly coming through the tube') and pelvic pain ('pain/ pelvic pain') in a female patient who had essure inserted for female sterilization. The patient's medical history included depression, gluten intolerance and hernia repair. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cramp in lower abdomen and irritable bowel syndrome. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of bilateral essure coils, bilateral salpingectomy). Essure was removed on (B)(4) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device and pelvic pain outcome was unknown. The reporter considered device breakage, embedded device, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: essure placed without incidence except for the noted original difficulty with placing the left sided device; pain used to be more left sided but in the past 5 years or more it seems more of a general tenderness in the whole pelvis, always rubbing low abdomen and particularly the left side. Insertion procedure: procedure: the patient's left tubal ostia was cannula with the essure first. The device was deployed; however too many coils were left in the endometrial cavity and this device was removed. The patient's right tubal ostia was then cannula, the device was deployed and better positioned. A third essure device was then used to cannulate the patient's left tubal ostia a second time and this time good placement was obtained. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: uterus unremarkable without demonstrating any significant fibroid lesions this time. Small amount fluid in the cul-de-sac may reflect recent ovulation. Cyst in the right ovary questionable mural nodule repeat examination suggesting in 4 to 6 weeks determine if the structure persists. Hypoechoic structure left ovary which may represent a recently ovulated follicle clinical correlation suggested. Concerning the injuries reported in his case, the following one was confirmed in patient's medical records : pelvic pain, embedded device, breakage and perforation. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.